Event description:
A ventilator was returned for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third-party service center, the device failed a test step for the active exhalation verification pilot reading too high. The device's three-way solenoid valve was replaced to address the issue. The device was tested and passed all final testing.